Manufacturer narrative:
Correction: g3.

Manufacturer narrative:
Additional information: b1, b2, b5, d9, h1, h3, h6.

Event description:
New information notes the device was explanted. Further information was requested, but not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. The patient complained of a vibratory alert from their implantable cardioverter defibrillator (ICD). Upon interrogation, it was found the ICD had a high defibrillation impedance. The device was reprogrammed. The clinic elected to monitor the device. The patient had no symptoms related to this event.

Manufacturer narrative:
The reported event of high lead impedance was confirmed via review of device data but not replicated throughout testing in the laboratory. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.